Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event and treated with unspecified antibiotics (for 19 days). The nurse reported there were no issues, signs or symptoms of peritonitis as of 19 days after event onset. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.